Event description:
The manufacturer received information from a philips branch manager that a trilogy evo ventilator alarmed "internal battery in use" despite the ac cord being connected at the time of the alarm. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned and evaluated by a philips service center. The device evaluation found the issue was duplicated and confirmed that the device did not recognize ac power, which resulted in the occurrence of the reported issue; therefore, the power supply was replaced. Additionally, unrelated to the reportable malfunction, the flow sensor, blower assembly, fio2 tubing, and inline filter were replaced due to contamination. The device was cleaned and passed final testing, battery check and confirmed the unit operates properly.